Event description:
It was reported that the patient with this right atrial (ra) lead suffered from an infection, so this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead suffered from an infection, so this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment corrected fields: b2 outcomes attrib to adv event.